Event description:
The pt's skin was getting red and tough. There's an xl 15cm ablation under ultrasound. The needle was deployed from 2cm-3cm-4cm, everything is normal, except carbonization at 4cm. And then go to 5cm with the saline infused. Before reaching the target temp, the doctor found that the insulating part of the needle is hot, the pt's skin was getting red and tough. That means pt's skin burned. So the doctor stopped the operation immediately. The depth of the needle inserted into the pt is 7.5cm. After clean the needle, doctor found out that the insulating coating is little damaged and the needle had slight sag. Doctor doubted if the ultrasound metal needle guide damage the needle insulating coating.